Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the issue was resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced overstimulation and discomfort at the ipg site (described by the patient as a shocking/burning sensation). As a result, the ipg was explanted on (B)(6) 2016.